Event description:
Procedure type: donor nephrectomy. According to the reporter: first device: after about 30 minute of use, the device was unable to cut the tissue properly. Second device: error sound was heard during use. Used another device to complete the case. No pt harm. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).